Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. During prostate artery embolization procedure, a direxion microcatheter was utilized to deliver embolic material to the target artery. However, it was noticed that the proximal end of the microcatheter, which is close to the hub, was shearing off. For a while, the physician was able to deliver the embolic material down to the purple lumen of microcatheter however, the device became twisted and blocked. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Evaluation of the returned device revealed that the catheter, shaft nickel only was found to be broken at 8.4cm from the hub with inner lumen exposed from approximately 8.4-8.6cm from the hub. The strain relief of the catheter was then removed and the shaft nickel only was found to be broken at 4.6cm with inner lumen exposed from approximately 4.6-4.7cm from hub. A 0.018 guidewire was placed through the catheter with no resistance met. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. During prostate artery embolization procedure, a direxion microcatheter was utilized to deliver embolic material to the target artery. However, it was noticed that the proximal end of the microcatheter, which is close to the hub, was shearing off. For a while, the physician was able to deliver the embolic material down to the purple lumen of microcatheter however, the device became twisted and blocked. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.